Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, when the plug of a 6f/7f mynxgrip vascular closure device (vcd) was deployed as the sheath was shut up, the plug stayed inside the sheath and did not deploy. Hemostasis was achieved with manual compression lasting less than 30 minutes. There was no reported patient injury. The mynx vcd was used in an arterial interventional procedure. The deployer was trained on the mynx device. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was confirmed via angiography, including the 30¿45-degree insertion angle of the vascular sheath introducer. The vessel was arterial in type, with a diameter of =5 mm, and showed no tortuosity or presence of pvd or calcium at the puncture site. The user fully shuttled down without significant resistance or application of unusual force during sheath retraction. The advancer tube was not visible. The device was stored and prepped according to the IFU. The device will be returned for evaluation.

Manufacturer narrative:
As reported, when the plug of a 6f/7f mynxgrip vascular closure device (vcd) was deployed as the sheath was ¿shut up,¿ the plug stayed inside the sheath and did not deploy. Hemostasis was achieved with manual compression lasting less than 30 minutes. There was no reported patient injury. The mynx vcd was used in an arterial interventional procedure. The deployer was trained on the mynx device. A 6f non-cordis sheath introducer was used. The femoral artery¿s suitability was confirmed via angiography, including the 30¿45-degree insertion angle of the vascular sheath introducer. The vessel was arterial in type, with a diameter of =5 mm, and showed no tortuosity or presence of peripheral vascular disease (pvd) or calcium at the puncture site. The user fully shuttled down without significant resistance or application of unusual force during sheath retraction. The advancer tube was not visible. The device was stored and prepped according to the instructions for use (IFU). A non-sterile mynxgrip vascular closure device (6f/7f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that it was received separated into three parts. The first part consisted of the black handle and a segment of the catheter shaft, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. The second portion included the shuttle and a segment of the shuttle tube, and the third portion comprised the remaining section of the shuttle tube and the distal portion of the catheter shaft with the balloon. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was also not returned for this evaluation, and a portion of the advancer tube was noted inside the section of the shuttle tube that was returned with the balloon. Additionally, several kinked/bent sections were noted to the shuttle tube. Due to the condition of the returned device, which was received separated into distinct sections, the functional inflation/deflation test and the deployment test could not be performed in accordance with the IFU. The separation of the unit prevented proper simulation of the deployment sequence. A high-magnification microscopic evaluation was performed on the shuttle tube, the separated sections of the catheter shaft, and along the edges of the advancer tube. During this analysis, evidence of plastic deformation was observed on the edges of both the shuttle tube and the advancer tube. Additionally, the kinked/bent sections initially observed during the visual analysis were confirmed under microscopic evaluation. The reported event of ¿sealant-failure to deploy-advancer tube¿ could not be observed through analysis of the returned device as the device¿s deployment mechanism could not be tested due to the returned condition. However, the condition of ¿catheter-catheter detachment¿ was noted with the returned device since it was received in three parts. However, the exact cause of the issue experienced and the received conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the device failing to deploy since the device was received in an extremely damaged condition, making functional analysis not possible. Additionally, the device was received with the sealant deployed off the catheter and not included. However, procedural/handling factors (such as an incomplete shuttling down of the shuttle even though the user reported shuttling down fully) and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the issue experienced. Regarding the observed condition of the separated components, which was not reported by the customer, handling factors most likely contributed to damages noted as evidenced by the plastic deformation observed on the edges of both the shuttle and the advancer tube. Additionally, kinked/bent conditions were also observed along the shuttle tube. These types of deformation are consistent with mechanical stress, likely caused by excessive bending, tension, or contact with another surface or object. However, as the extensive damage observed was not reported by the user, it is likely that these conditions occurred due to manipulations after the procedure. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, the IFU warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggests that the reported failure and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.